Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that after the pump was put in (B)(6) 2013, it was affecting the nerves in his left leg and groin area. It was noted that in (B)(6) 2014, the healthcare provider (hcp) went in and took the catheter out and put it "on a higher level and dropped it down". The pump was infusing morphine.